Manufacturer narrative:
The manufacturer previously reported information alleging an issue related to a ventilator's sound abatement foam. There was no report of patient harm or injury. The patient alleges particles in tubing/chamber, nasal/throat irritation or soreness, sinus issue, and cough. This information was ommitted on the first report. Section a1 and h6 has been corrected/updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices.the manufacturer previously received information alleging particles in tubing/chamber, nasal/throat irritation or soreness, sinus issue, and cough related to a ventilator device's sound abatement foam.there was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h9 has been updated in this report. Section h6 updated in this report.

Event description:
The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.